Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient exhibited edema, dyspnea and mild fever. They were treated with antibiotics. The treatment worked well, and the patient was discharged home.

Manufacturer narrative:
No additional information has been provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2022 the patient had an elevation in their c-reactive protein (crp) so they were hospitalized at the critical care center for close monitoring. On (B)(6) 2022, the patient's blood cultures taken which revealed pseudomonas. The patient had no symptoms of fever and their crp levels had decreased. A computed tomography scan was taken and found evidence of a driveline infection. The patient was discharged on (B)(6) 2022 to local hospital for intravenous antibiotic treatment.